Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience low blood glucose (bg) levels that were over 50 mg/dl; cause was unknown. Customer addressed bg level by drinking soda.